Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable low sodium results for two patient samples using the ion-selective electrode (ise) indirect na, k, ci for gen.2 assay on the cobas 6000 c (501) module. All results are in units of mmol/l, and all were released outside of the laboratory. No data flags or alarms occurred. The initial results were from an aliquot cup; repeat results were from the primary tube. Patient a: the initial result was 123; repeat result was 130. Patient b: the initial result was 130; repeat result was 139. There was no allegation that an adverse event occurred. Further information was requested but not provided. The sodium electrode lot number and expiration date were not provided. The field service representative checked the instrument and alignments of the ise and sipper probes. He ran an ise check which passed. He ran a precision check which passed. The instrument operated within specifications. Investigation activities are ongoing.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause for the issue was a disturbance in the sipper flow path caused by microbubbles, grounding effects, and/or partial clogging.